Event description:
The opthalmic drape is causing skin irritations to the face. When drape was removed an abrasion was noted on the left nares in the area where the drape had been placed. The physician ordered bacitracin ung. And the pt stated they were "fine" the next day.